Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead has no good sensing values with diminishing r-wave sensitivity. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.